Event description:
A medtronic defibrillator was surgically installed in (B)(6) 2007. With sprint fidelis leads. Received recall letter from MFR in (B)(6) 2007. Thru my cardiologist, and device mgmt, I made several dr. Visits to have the device re-programmed due to this event. My device has sounded an alarm several times between 2009 and 2010. And needed to make special trips to hosp/dr. Office to have a medtronic rep read the device and make adjustments to the apparatus. Which were on the weekends. In (B)(6) 2010 while on vacation in (B)(6), I live in (B)(6), my defibrillator sent many terrifying shocks, pulsating continually. When I followed up with my cardiologist when returning from vacation, I found out that the lead going to the upper atrial was frazzled. And the device clinic shut that lead off. I have made several trips to the device dept after this attack and device adjustments needed to be made on a couple of occasions. In (B)(6) 2012, my device again sounded an alarm. Again on vacation, I sent a transmission, and was contacted later that day via cell phone to come to the device clinic asap, as the reading showed that I could receive a shock. I was out of town taking care of my grandchildren as their parents were away, it was strongly suggested I return asap, but not drive the children myself in the car, as I could receive a shock and have a possible accident. Of course this is terrifying news. My husband had to come 3 hours away to pick up the kids in his car and drive them back. As I drove myself back to our home, for a visit early the next morning with the dr. The device clinic shut the second lead off, and I was told to come back monday to see a new dr. With the group. When I showed up monday, I was told I was going to have surgery to have the device and leads removed on (B)(6). They had already set a date for surgery for me. Of course I pulled the reins as, I knew nothing about this type of surgery and needed to find out about it and do some research. I know there has been a class action suit, to only find out about this once I started the research, and I have never been notified by anyone of this suit. Only from the medtronic back in (B)(6) 2007 of a recall and get with my dr., however, my doctor had set up an appointment for me at that time, and they made adjustments to the device. I ask the surgeon who is partnered with my cardiologist, to cancel the (B)(6) surgery, as I needed to speak with my cardiologist, which I could not see him until (B)(6). Currently, I am mind boggled by all of this. And I just saw my cardiologist on tuesday (B)(6). Which is approx. Over a month since the (B)(6) incident occurred. We had a very detailed discussion about all this new surgery to remove the defibrillator and leads and that there are ¿risks¿ involved. I have explained to him that I am not positive about this new procedure, as I have not had a pleasant experience with the first defibrillator. The last device has put me and 168.000 other people through. Not to mention my emotional state of mind.